Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump touchscreen was cracked and unresponsive. Additionally, it was reported that the wake button was unresponsive. The customer¿s blood glucose was approximately 100 mg/dl. The customer reverted to multiple injections for insulin therapy.